Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions are in the process of being implemented.

Event description:
It was reported after use, that the employee received a dirty needle stick injury from the bd eclipse¿ blood collection needle with luer adapter. It was confirmed by the supervisor that the occurence was user error. It was reported that hcw has been tested for blood contamination. No positive results were noted. No further information given.